Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2004. It was reported that the revision surgery was performed on (B)(6) 2018 due to the liner worn off by replacing the cup, the stem and the liner. After the surgery, the surgeon found that there were black particles around the stem neck. No further information was provided by the hospital. Doi: (B)(6) 2004; dor: (B)(6) 2018; unknown affected side.